Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were unresponsive. The customer blood glucose level was unknown. It was also reported that insulin pump received unexplained no delivery alarms and rejected new batteries. It was also reported that the rewind take long time. The insulin pump will not be returned for analysis.